Event description:
It was reported that during the state inspection of radiological devices, there was a question as to the output levels possibly bringing the system out of service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Testing was performed with calibrated instrumentation to prescribed standards and the system was found to be within federal and state levels for allowable radiation. The system was further tested and found to be working as intended and placed back into service.